Event description:
Boston scientific crm received information that during the implant procedure, the patient with this pacing system passed away. The patient had an extremely calcified aortic valve and presented with three to five second pauses on telemetry due to sinus node dysfunction. During the implant procedure, the patient developed intermittent complete heart block. It was reported that the pacing system was implanted and functioning appropriately; however, the patient developed pulseless electrical activity and passed away.

Manufacturer narrative:
The products remained implanted and therefore will not be returned. No additional information is available at this time. If additional information becomes available, this report will be updated.